Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the sp2 pat planer blde/ctr drl md is remain attached to the sp2 pat planer body med, however the assembly area of the planer body looks deformed and worn. Additionally the lot number of the blade was unable to be retrieved due to the jammed condition a functional test was performed and after multiple attempts revealed that the blade was unable to move due to the observed condition on the planar body, confirming the jammed and unable to disassemble allegations. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the sp2 pat planer blde/ctr drl md would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing records evaluation (mre) was not performed as no lot number was retrieved for this device due to the condition (jammed) of the returned device.

Event description:
It was reported that the blade got stuck on the medium patella reamer and did not come off. The red knob on the side of the attune femoral introducer fell off when impacting.